Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient was unable to test his blood glucose because his onetouch delica lancing device does not fully penetrate the testing site. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue first occurred on (B)(6) 2012 at an unknown time. The reporter stated the patient uses oral medications to manage his diabetes including glyburide, 5mg. The reporter stated the patient took his usual medication between (B)(6) 2012. The reporter stated the patient developed symptoms of "callused skin, tired and frequent urination" 7-8 days prior to calling lfs. The reporter denied the patient received any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the product had been used. The cca noted that the patient was using the correct lancets with a 33g. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims, due to the alleged issue, the patient was unable to test, therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
(B)(4): the lancing device passed testing with no faults found. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.